Event description:
Per complaint (B)(4) , an intraoral infection was discovered when the patient presented for a dental implant crown impression. There was pus upon buccal palpitation. The patient was presented with the option of lanap treatment with a periodontist or implant removal. The implant was removed. Inflammation and osteopenia were also reported.